Manufacturer narrative:
Additional information: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified access set had the tip of a tubing break off in the y-site. This was observed when disconnecting the tubing from the y-site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: this event occurred in august 2025. Should additional relevant information become available, a supplemental report will be submitted.